Event description:
The pt was implanted with a left ventricular assist device. Approximately 9 months post-implant, the vad coordinator reported that x-rays taken of the pt revealed a possible disconnection of the outflow graft bend relief. The pt was discharged home, however, he began showing signs of low cardiac output. A decision was made to exchange the pump due to an increase in hemolysis parameters. During the pump exchange, a thrombus formation was observed on the outlet bearing.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.